Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: gy. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient experienced severe hypoglycemia on (B)(6) 2025. The patient reported that they were involved in a car accident due to low blood glucose levels and loss of consciousness. The patient's blood glucose levels were not reported. The patient reported that the sensor was showing high blood glucose readings, prompting bolus correction, but paramedics found their blood sugar was critically low. The patient was assessed and treated with intravenous glucose and oral syrup. Duration of pod use is unavailable. The patient declined admittance to the hospital.